Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy testing by -10.55%. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional information received on 17-oct-2019 that the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition but had sign of fluid ingressions contaminate. Event history log review was performed and found no disposable, and high-pressure alarm messages. Visual inspection, functional check and three separate delivery accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. According to the investigation, the reported "failed accuracy - 10.55%" issue possible was caused by fluid ingressions. The investigation was unable to repeat the "double beep with cassette" issue but fluid ingressions were found on pump. Investigation recommended the pump expulsor assembly with downstream occlusion sensor and keypad overlay be replaced. The problem source of the reported problem is unknown.